Event description:
The customer obtained falsely high troponin I results on a patient serum sample. Elevated results of this magnitude might initiate a cardiac catheterization. The physician questioned the high results, so the sample was repeated using another method and the results were negative. There was no report of patient harm as a result of this event.